Event description:
It was reported that the procedure was canceled. The target lesion was located in the superior femoral artery. An angiojet solent omni thrombectomy catheter was selected for treatment. During the procedure, a check saline supply error occurred. Re-priming was done. However, it was unsuccessful. The procedure was canceled and it was completed the next day via an alternative method. No patient complications reported.